Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/surgery. It was reported that a physician in training in the use of the prostar device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, during the initial puncture, it was noted there was heavy calcification in the vessel wall. The arteriotomy was dilated up from a 6fr to a 9fr hole and the device was deployed, harvested, and the sutures were clamped to one side. A 14fr sheath was placed, but changed to an 18fr to accommodate the valvuloplasty balloon. As tension was applied to the sutures a "pinged" was heard and the suture broke. The second suture was tightened and due to the excessive layers of calcium in the artery the suture broke. Manual pressure was applied. Angioplasty was performed to temporarily stop the bleeding. A cut down procedure was performed to suture the artery and achieve hemostasis. There was no other reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.